Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 95 mg/dl, while wearing the pod longer than 48 hours. The needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.

Manufacturer narrative:
Device was received partially deployed. The needle was exposed in the soft cannula. Upon opening the device, the hard cannula was found dislodged from the slide retract. The slide retract had excess material from manufacturing that did not allow the needle to be properly installed. This caused the needle to not be capable of retracting. The tip of the needle was checked for damages, and none were observed. The exposed needle can also be confirmed as the cause of the reported pain.